Event description:
A single trigger pin collet was sent for service and it was noted that impreglon coating was worn and flaking.

Manufacturer narrative:
A CAPA was implemented to address the issue of impreglon coating wearing off. This product pre-dates the implementation date of the CAPA.